Event description:
Consumer stated the eq flsbr mod 20ct brush snapped when using it. Reached out to the consumer and he stated this was the first time this had happened and he has been suing them for sometime, it just snapped clean off, no bristles came off, no medical advice was sought out. He no longer had the interdental to return for investigation.